Event description:
Catheter had been in a couple of days when it broke distal to the bifurcation. Removed and replaced.

Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for evaluation is the catheter hub only, which measures 6.6cm. Lot history review indicates no unresolved mfg issues and no product complaints of similar nature. The catheter separated at the hub-tubing joint. In order to view the tubing, the catheter hub was dissected just distal to the separation point. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.